Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level at the time of the incident was 28.6 mmol/l. The customer¿s current blood glucose level was 4.7 mmol/l. The customer was treated with manual injections for high blood glucose level. Troubleshooting was performed and the customer did not allege that the insulin pump was under delivering. The device is not expected to be returned for analysis.